Event description:
It was reported that the pump was dropped, and the touchscreen became cracked. At the time of the call the pump was still functional. Customer's blood glucose level was not impacted. Customer indicated that they will continue to use the pump for insulin therapy.